Event description:
It was reported that on (B)(6) 2022, a 5mm x 6mm amplatzer piccolo occluder was chosen for implant. The sizing of the device was determined via echocardiography and fluoroscopy imaging. Roughly 7 minutes after release, the occluder embolized into the pulmonary artery. The implanter believes the pliable duct didn't allow for an accurate measurement of the defect. The measured dimensions of the defect are: 8mm length x 3.4mm diameter. There was an attempt to snare the device but it was unsuccessful and the patient underwent surgery to remove the device. This was considered an emergency procedure. It was noted that the patient's status was noted as stable and the surgery was successful. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was at least 3 days old and was over 2kg at the time of the procedure. The device was placed extraductal.